Event description:
New information received notes that the patient presented to the clinic after receiving a patient notifier. Upon interrogation, the device was once again found to be in back-up vvi. Device was explanted and replaced. The patient was in good condition following the event.

Event description:
It was reported that asymptomatic patient presented to the emergency room after receiving an alert for back-up operation. A device download was performed. Device remains implanted and will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to two resets within a short period of time. The cause of the resets was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.